Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Functional testing was performed. The operator was unable to duplicate the customer's stated problem. During inspection and testing, the device passed all functional tests and did not find downstream occlusion failed at (30.95, 32.1) psi. The device's psi was tested at between 20 and 25 psi. Therefore, no problem found with the issue. However, it was recommend to install software as preventive measure.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the pressure test. No adverse effects were reported.